Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos), noise and a loss of capture on stored electrograms (egm). The right atrial (ra) lead exhibited oversensing, undersensing and high thresholds. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.